Event description:
It was reported that during a video assisted thoracic lobectomy procedure, the surgeon was applying a clip to the vessel, after firing the jaws remained closed. The surgeon asked the rep how to open the jaws and the rep suggested to pull the trigger away from the handle. The jaws opened and there was no tissue damage. The tech dry fired the device over the mayo stand and a properly formed clip came out. Immediately after the tech dried fired the device the indicator showed 2/3 orange. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Opening issues. The analysis results found that one (B)(4) device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. After each firing the trigger was manually assisted in order to open the jaws. During each firing sequence the trigger hesitated when attempting to open the device. Aid was required to open the trigger, to return the trigger to the open position. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.